Event description:
On (B)(6) 2010, patient reported she has been receiving some high and low symptoms and readings while using her infusion device. Patient stated she has been experiencing the lows and highs for 2 weeks. Patient reported her blood glucose had gotten as low as 35 mg/dl; was able to self treat. Patient stated she drank orange juice and ate a spoon of peanut butter to raise her blood glucose. Patient's normal blood glucose target range is 100-140 mg/dl. Patient reported she met with her doctor regarding this and after the appointment switched to her backup infusion device. Patient stated she has been on her infusion device since 1 pm today. Patient reported she has noticed that her blood glucose has come back to normal. Patient stated she began to use a new insulin cartridge and infusion set with her backup infusion device. Patient reported she changed the battery cover a month ago. Reviewed changing the battery cover with every 4th battery change. Product was replaced and requested return to the alleged product for evaluation.